Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional (hcp) reported that a sensor was falling off and sensors not reading. No treatment was reported, and no further information was provided. Adc customer service attempted to contact the hcp 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The consumer reported issues with freestyle libre 3 sensors, all with unknown serial numbers. This report covers all freestyle libre 3 sensors. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device fall off: clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. Sensor error message: clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.